Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of external electromagnetic interference (emi) in the ventricular channel, resulting in pacing inhibition, one inappropriate burst of anti-tachycardia pacing (atp), and one inappropriate shock. The patient experienced two asystole episodes lasting 5 seconds and 3.5 seconds, with no visible r waves. Additionally, the ICD stored a false positive signal artifact monitoring (sam) episode. The external device causing the emi was identified, and the patient was instructed not to use it. Additionally, the sensitivity was adjusted. No additional adverse patient effects were reported. This ICD remains in service.